Event description:
Caller reported that the t: slim x2 pump battery would not charge despite attempts to use both the tandem charging cable and wall adapter, as well as different alternatives. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to manual insulin therapy and will also use current pump.